Manufacturer narrative:
(B)(4). Batch number: n57f9j. Investigation summary: the analysis results showed that one ecr60g reload was received unfired, with the pan partially detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge. No functional test was performed due the condition of the cartridge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that at the time of connecting into the echelon power, it did not connect and dismounted. No harm to patient. There was no prolongation of surgical time. Another product was used.